Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose was 20 mmol/l. Customer was at school when the pump suddenly continued to alarm and had a white or blank screen. Customer removed the battery and a new battery was inserted. Troubleshooting was performed but the display was still blank. Customer was advised to leave the battery out for 2 hours and to monitor their blood glucose or resume a back-up plan. Customer was advised to call back if the display does not return. Customer later called back and their blood glucose was 5 mmol/l. Customer had the same issue and was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank flashing white lcd with audio beeps. The insulin pump had minor scratched display window, missing the display window cover, scratched case, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay and stained keypad overlay.